Event description:
It was reported that during a coil embolization procedure, the coil was noted to be missing. The embolization was taking place in an unspecified hepatic region. A f-idc 2d 8mm x 20cm was selected for use. The twist lock was opened; however, the coil and was not confirmed to be interlocked with the pusher wire prior to being advanced into the patient. Under fluro it was noted that there was no coil attached to the pusher wire. The coil has not been found. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review a supplemental medwatch will be filed.(B)(4).